Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Both cylinders were visually inspected and tested for leaks. The inner tube and fabric threads of the first cylinder were detached at the distal end, and the outer tube was detached in the middle of the cylinder; however, these damages were consistent with sharp instrument damage likely occurring during explant. The fist cylinder could not be functionally tested due to the damage identified. The second cylinder had a large tear in the outer tube in the proximal end, consistent with sharp instrument damage. The second cylinder passed the leak testing. The pump was visually inspected, and leak tested. No abnormalities were identified. Upon functional testing, the pump performed within specification. Based on the information available and analysis results, the allegations of cylinder hole could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a hole in the cylinders. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a hole in the cylinders. There were no patient complications.